Manufacturer narrative:
Analysis was performed by remote service personnel. The remote support engineer (rse) was not able to remote into the system but instructed the customer biomed to open the system configuration and had the biomed to identify the ci service master computer and then reboot device. The biomed successfully rebooted ci service master computer then the bedside monitors began displaying data on pic ix computers. Based on the results of the analysis, it was determined that the product has malfunctioned and but the most likely cause remains unknown. The issue was resolved by rebooting the service master computer and the device is back in service.

Event description:
It was reported the system is not not displaying data on pic ix sw rev c.03.06 computers. Error message "no data monitor" appears in sectors on pic ix computers. The device was in clinical use. There was no report of patient or user harm.